Event description:
It was reported that the patient had heart attack and had a thrombus on the device. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and watchman laa closure device & delivery system (wds) were used. The patient was admitted to the hospital as a st segment elevated myocardial infarction (stemi)/heart attack. The physician performed a transesophageal echocardiogram (tee) and it was noted that a very large mobile thrombus was on the device. The patient was treated with thrombolytics and the thrombus dissolved. The physician has planned to surgically remove the device from the patient and to perform an open chest ligation of the laa. The patient is currently at home and is stable with surgery still planned. The thrombus on the device has dissolved.

Event description:
It was reported that the patient had heart attack and had a thrombus on the device. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and watchman laa closure device & delivery system (wds) were used. The patient was admitted to the hospital as a st segment elevated myocardial infarction (stemi)/heart attack. The physician performed a transesophageal echocardiogram (tee) and it was noted that a very large mobile thrombus was on the device. The patient was treated with thrombolytics and the thrombus dissolved. The physician has planned to surgically remove the device from the patient and to perform an open chest ligation of the laa. The patient is currently at home and is stable with surgery still planned. The thrombus on the device has dissolved. It was further reported that on (B)(6) 2018 the device was removed from the patient and the patient is stable.